Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, when applying rotation to the lead pin via the rotation tool, the tool did not properly and securely fit the pin. Per the physician, the tool kept slipping off the pin, and would not deliver rotations in the usual fashion. Other tools were tried without improvement. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.